Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and other spasticity. After the patient's MRI last year (from (B)(6) 2016), her pump did not restart. The patient experienced convulsions. The onset of the symptoms was sudden. Additional information was received from a health care provider (hcp). It was noted that as of (B)(6) 2016, the patient was receiving intrathecal baclofen 1500 mcg/ml at 235.5 mcg/day and hydromorphone 4.5 mg/ml at 0.7064 mg/day. The reporting hcp noted that they did not prescribed the MRI, and the patient was only seen one time by them in 2015 (on (B)(6) 2015). The patient had a history of vertebral palsy with increased spasticity, chronic pain syndrome, and was wheelchair dependent. She had an intrathecal pain pump and the baclofen pump placed for pain and spasticity management. She was recently hospitalized secondary to the pulmonary failure with tracheotomy placement. She had been doing fairly well from a pulmonary standpoint since being discharged home. The patient presented to the clinic on (B)(6) 2015 complaining of increased knee and leg pain (left worse than right) after falling the previous week. The patient stated their pain score was 9-10. She also complained of increased left leg spasticity. The patient had x-rays done and was told that nothing was broken. The patient continued physical therapy with good benefit. They had no new bowel or bladder dysfunction. In addition to the intrathecal pump, the patient was also taking valium 5 mg (1 or 2 nightly as needed for sleep). The patient was also taking dilaudid 4mg (3 times daily as needed for pain control). She also had a multiple failure block by the hcp. The patient's major complaint now was a left groin area pain with increased spasticity of the left leg after position change. The patient's left lower extremity had increased spasticity noted about ashworth grade 2. The patient's blood pressure was 116/81 mmhg. It was noted the patient had a generalized deformity secondary to cerebral palsy with contracture and limited range of motion of multiple joints. The left hip range of motion was limited. Pain in the spasticity was intensified on doing the passive range of motion of left hip. The patient was advised to avoid restricted bed rest, no red flags noted in history, resume and maintain normal daily activities (continue home exercise regimen). The patient was referred for left hip ultrasound guided evaluation/injection and was to continue to follow up with the hcp for phenol injections. The patient would follow up with the hcp for the pump refill prior to the (B)(6) 2016. The patient was to follow up with a hcp to address issues related to tracheotomy care. The hcp was to follow up as needed for pain control and valium/dilaudid relief. The patient's past medical history from (B)(6) 2011 included osteoporosis (unspecified), cerebral palsy (quadriplegic), gastroesophageal reflux disease (gerd), tethered cord, pneumonia, failed moderate sedation during procedure (slow to wake). The patient's past surgical history included spine surgery, cervical fusion, back surgery, bronchoscopy (diagnostic with lavage) on (B)(6) 2015, tracheostomy exchange under anesthesia on (B)(6) 2015, tube insertion, and cholecystectomy on (B)(6) 2015. The patient's family history included diabetes (father), heart (father), migraine (mother), and gi (sister). The patient never smoked, never used tobacco, and drank alcohol only a few times a year. The patient's current outpatient prescriptions included flexeril 10mg tablet 3x daily as needed for muscle spasms, paxil 40 mg tablet 1x daily, depakene 250 mg/5ml syrup 10 ml by mouth every morning and 12.5 ml every day in the pm, miralax 1 capful (17 grams) in 8 oz. Of liquid once daily, egg crate bed pad for use on the couch, excedrin migraine 250-250-65 mg per tablet once every 6 hours as needed for pain, valium 5 mg 2 tablets via g-tube every 6 hours as needed, duragesic 25 mcg/hr patch 1 patch externally every 3 days, dilaudid 4mg tablet 2 every 4 hours as needed, bactroban 2% ointment applied to area around patient's peg tube 3 times daily, benadryl 12.2mg/5ml liquid 25 mg 4 times daily as needed for allergies, mycostatin powder 3 times daily, fibersouce liquid (starting at 20 ml/hour for 10 hours and increased by 20 ml/hour every day for a total of 5 days), 4 kits by peg tube route daily, kangaroo epump pump set with bag, duoneb 0.5-2.5 (3) mg/3ml nebulizer solution 3 mls by nebulization every 6 hours as needed for wheezing, and imitrex 100 mg tablet 0.5 tablets initially at the onset of a headache (may increase to 1 tablet; may repeat in two hours). The patient's allergies included ancef (hives).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.